Manufacturer narrative:
The hill-rom technician found the master pcb needed to be reset. The audible alerts control the brake not set alarm. It is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the brakes to see whether the bed moves when the brakes are set. Plug the bed into a power outlet. Set the brake to neutral, and make sure the verbal and audible brake alerts operate correctly. Set the brake, and make sure the alerts stop sounding. Replace parts or adjust the system if necessary. The technician reset the master pcb to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the did not have any audible alerts. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).